Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the unpacking process, approximately 1 mm of the distal tip was discovered to be broken / missing. No damage or anomalies were noted on the packaging. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the unpacking process, approximately 1 mm of the distal tip was discovered to be broken / missing. No damage or anomalies were noted on the packaging. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the pebax tip was missing from the guidewire exposing the corewire. There is no corewire fracture and the corewire is intact. The length and outside diameter of the guidewire were measured and are within drawing specifications. The condition of the returned incident device was consistent with the complaint that approximately 1 mm of the distal tip was discovered to be broken / missing. The most probable cause of failure based on the analysis performed is attributed to "handling damage". The wire may have been pulled from the protective hoop by the pebax tip thus causing the bumper tip of the pebax to detach from the wire during preparation.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.